Event description:
The information received from the (B)(4) study indicated that the patient was admitted asymptomatic with a 95% stenosis in the ostium of the left internal carotid artery. The lesion had mild concentric calcification, moderate vessel tortuosity and was eccentric. An 8 x 30mm precise pro rx was deployed with no product malfunction or associated major adverse event. The residual stenosis was 20%. An angioguard rx embolic protection device was successfully deployed and retrieved. The patient was discharged the following day without major adverse event. Four days after the index procedure the patient experienced a seizure with aphasia. The event was reported as unrelated to the procedure. The event was not related to anticoagulation. The recovery was partial with minor residual. The onset was gradual. The event was not related to the cordis product. Emergency cea surgery was not required. The duration of the neurological deficit was more than 24 hours, it fully resolved. The diagnosis of the event was cerebral hyperperfusion syndrome. The physician indicated that the event "was gradual and more than 24 hours."

Manufacturer narrative:
It would term it partial-minor, combo seizure and hyperperfusion syndrome and not related to cordis product. Since the deficits lasted more than 24 hours and there was nothing on the follow-up CT, it was not a transient ischemic attack (tia) or cerebrovascular accident (cva). Relevant history: abnormal stress test, history of smoking (>5 packs of cigarettes), coronary artery disease, coronary percutaneous revascularization and hypertension (systolic >140, or diastolic >90, or requiring medication). The information received from the (B)(4) study indicated that four days after an uncomplicated precise pro rx carotid artery stenting the patient had a seizure with aphasia with a diagnosis of cerebral hyperperfusion syndrome. The onset was gradual recovery was partial with minor residual. It was reported as not related to the cordis product and further reported that since the deficits lasted >24 hours and there was nothing on the follow-up CT, it was not a tia or cva. At index procedure the patient had a medical history including synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, abnormal stress test, history of smoking (>5 packs of cigarettes), coronary artery disease, coronary percutaneous revascularization and hypertension (systolic >140, or diastolic >90, or requiring medication). Nih stroke score was 0. The patient was admitted asymptomatic with a 95% stenosis in the ostium of the left internal carotid artery. The lesion had mild concentric calcification, moderate vessel tortuosity and was eccentric. The reference vessel was 6mm. An angioguard rx embolic protection device was successfully deployed. An 8 x 30mm precise pro rx was deployed with no product malfunction or associated major adverse event. The angioguard was successfully retrieved without associated major adverse event. The residual stenosis was 20%. The patient had no neurological deficits when leaving the procedure room. The patient was discharged the following day without major adverse event nih stroke score was 0. Antiplatelet medication included pre and post procedure and discharge clopidogrel and aspirin and intra-procedure bivalirudin. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14003080 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hyperperfusion syndrome and resulting neurological symptoms is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Therefore, no corrective actions will be taken at this time.